Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5 and 6 were not working. A field service engineer (fse) ran diagnostics and found drawers not showing. The fse removed the back panel and saw no lights on the interface or drawer controller. After swapping the interface board twice, lights began flashing. The fse identified a faulty drawer controller on drawer 6 and replaced it. All drawer lights then worked. The fse reran diagnostics, confirmed drawer function, contacted customer support centre (csc) for remote configuration and testing, and had the user inventory and test the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini experienced a malfunction in which the drawers 5 and 6 were not recognized and the drawer would not open. There were no delays, adverse events or injuries reported based on this event.